Event description:
As reported by the user facility information by bbm sales organization in (B)(6) "flow rate deviation." "Noradrenaline running on pump. Patient suffering episodes of blood pressure swinging from severe hypertension to hypotension. No pump alarms." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.